Event description:
During troubleshooting for an unrelated alarm on the homechoice (hc) device, it was reported that the care giver (cg) had reused single-use supplies in the middle of therapy. The gc disconnected an extraneal bag from the heater line and then connected the same bag to the final line while they were performing peritoneal dialysis (pd) therapy. The technical service representative (tsr) assisted the cg with ending therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). This report is for a use error reuse of single-use product, where the care giver (gc) disconnected a line from a bag and then connected a different line to the same bag. Use error and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. It also warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.